Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. In addition to the reportable event, a scratch at the video module-electrical contact was found, during the device evaluation. Based on the results of the investigation, the video connector of the camera head had scratches on the electrical contacts, which may have caused a communication failure when combined with otv-s400. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head displayed an e222 (scope communication) error code when the video connector was shaken. The issue was found during preparation for use for an unspecified therapeutic event. The procedure was completed with a replacement device. There were no reports of user or patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an e222 (scope communication) error was not confirmed. The device evaluation did find damaged packing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.